Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and uterine perforation ("perforation of organs / migration of implant/migration: protrude from cornu into uterus,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiv disease, cervical dysplasia, heavy periods, vaginal discharge, dysuria, cough, sore throat, nasal congestion, chest pain, uti, cervical intraepithelial neoplasia I, gonorrhea, menarche, dysmenorrhea, dyspareunia, fibroids, hsv infection, chlamydial infection, trichomoniasis, viral infection, multi gravida, cervix carcinoma and nabothian cyst. No intermenstrual bleeding ,no cmt, no adnexal tenderness to palpitation. No evidence of bowel obstruction or free intraperitoneal air. Concurrent conditions included abdominal pain, stomach pain, gallbladder disorder, insulin resistance, chronic renal failure, bleed in luteal cyst, parity 3, cervical biopsy, upper abdominal pain, abdominal cramps, arthritis, chronic kidney disease, smoker and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder/urinary changes,"), urinary tract disorder ("bladder/urinary changes,"), bacterial infection ("infection: bladder/urinary, infection: bacterial infections"), vaginal discharge ("vaginal discharge,"), urinary tract infection ("urinary tract infection") with urine odour abnormal and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), pain ("body pain"), menstruation irregular ("irregular cycles"), female sexual dysfunction ("apareunia"), tooth loss ("dental problems / lost 3 teeth"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), nausea ("nausea"), weight increased ("weight gain."), bone disorder ("other: weakened bones,"), hypoaesthesia ("my leg and hands had numbness."), rash ("breakouts / skin rash on my arms and ches"), pain in extremity ("leg, hand pain") and abdominal pain upper ("stomach"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pain, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth loss, dyspareunia, fatigue, alopecia, bacterial infection, migraine, nausea, bone disorder, hypoaesthesia, rash, pain in extremity, abdominal pain upper, urinary tract infection and vulvovaginal mycotic infection outcome was unknown, the headache and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal pain upper, alopecia, bacterial infection, bladder disorder, bone disorder, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, pain in extremity, rash, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: position with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received and medical records received , new reporter and patient demographic and relevant information and lab data , essure stop date event abnormal bleeding (vaginal, menorrhagia), apareunia, bladder/urinary changes, dental problems/ lost 3 teeth, dyspareunia, fatigue, hair loss, infection: bladder/urinary, infection: bacterial infections and a funny odor, migraines/headaches, nausea, rashes or skin conditions: breakouts on my arms and chest, vaginal discharge, weight gain, leg pain, hand pain, yeast infection, uti and stomach pain, other weakened bones, my leg and hands had numbness were added. Event device dislocation replaced with uterine perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and uterine perforation ("perforation of organs / migration of implant/migration: protrude from cornu into uterus,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiv disease, cervical dysplasia, heavy periods, vaginal discharge, dysuria, cough, sore throat, nasal congestion, chest pain, uti, cervical intraepithelial neoplasia I, gonorrhea, menarche, dysmenorrhea, dyspareunia, fibroids, hsv infection, chlamydial infection, trichomoniasis, viral infection, multi gravida, cervix carcinoma and nabothian cyst. No intermenstrual bleeding ,no cmt, no adnexal tenderness to palpitation. No evidence of bowel obstruction or free intraperitoneal air. Concurrent conditions included abdominal pain, stomach pain, gallbladder disorder, insulin resistance, chronic renal failure, bleed in luteal cyst, parity 3, cervical biopsy, upper abdominal pain, abdominal cramps, arthritis, chronic kidney disease, marijuana use and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder/urinary changes,"), urinary tract disorder ("bladder/urinary changes,"), bacterial infection ("infection: bladder/urinary, infection: bacterial infections"), vaginal discharge ("vaginal discharge,"), urinary tract infection ("urinary tract infection") with urine odour abnormal and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), pain ("body pain"), menstruation irregular ("irregular cycles"), female sexual dysfunction ("apareunia"), tooth loss ("dental problems / lost 3 teeth"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), nausea ("nausea"), weight increased ("weight gain."), bone disorder ("other: weakened bones,"), hypoaesthesia ("my leg and hands had numbness."), rash ("breakouts / skin rash on my arms and ches"), pain in extremity ("leg, hand pain"), abdominal pain upper ("stomach") and paraesthesia ("tingling their legs"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pain, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth loss, dyspareunia, fatigue, alopecia, bacterial infection, migraine, nausea, bone disorder, hypoaesthesia, rash, pain in extremity, abdominal pain upper, urinary tract infection, vulvovaginal mycotic infection and paraesthesia outcome was unknown, the headache and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal pain upper, alopecia, bacterial infection, bladder disorder, bone disorder, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, pain in extremity, paraesthesia, rash, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: position with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media received:event paresthesia added and reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and uterine perforation ('perforation of organs / migration of implant/migration: protrude from cornu into uterus,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiv disease, cervical dysplasia, heavy periods, vaginal discharge, dysuria, cough, sore throat, nasal congestion, chest pain, uti, cervical intraepithelial neoplasia I, gonorrhea, menarche, dysmenorrhea, dyspareunia, fibroids, hsv infection, chlamydial infection, trichomoniasis, viral infection, multi gravida, cervix carcinoma and nabothian cyst. No intermenstrual bleeding ,no cmt, no adnexal tenderness to palpitation. No evidence of bowel obstruction or free intraperitoneal air. Concurrent conditions included abdominal pain, stomach pain, gallbladder disorder, insulin resistance, chronic renal failure, bleed in luteal cyst, parity 3, cervical biopsy, upper abdominal pain, abdominal cramps, arthritis, chronic kidney disease, marijuana use and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches,"), headache ("migraines/headaches,") and rash ("breakouts / skin rash on my arms and ches") and was found to have weight increased ("weight gain."). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems / lost 3 teeth"). In (B)(6) 2010, the patient experienced bacterial infection ("infection: bladder/urinary, infection: bacterial infections"). In (B)(6) 2011, the patient experienced fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced bone disorder ("other: weakened bones,") and hypoaesthesia ("my leg and hands had numbness."). In (B)(6) 2016, the patient experienced bladder disorder ("bladder/urinary changes,"), urinary tract disorder ("bladder/urinary changes,"), vaginal discharge ("vaginal discharge,"), urinary tract infection ("urinary tract infection") with urine odour abnormal and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), pain ("body pain"), menstruation irregular ("irregular cycles"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), pain in extremity ("leg, hand pain"), abdominal pain upper ("stomach"), paraesthesia ("tingling their legs") and cyst ("cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pain, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth loss, dyspareunia, fatigue, alopecia, bacterial infection, migraine, nausea, bone disorder, hypoaesthesia, rash, pain in extremity, abdominal pain upper, urinary tract infection, vulvovaginal mycotic infection, paraesthesia and cyst outcome was unknown, the headache and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal pain upper, alopecia, bacterial infection, bladder disorder, bone disorder, cyst, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, pain in extremity, paraesthesia, rash, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: position with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were confirmed in social media: cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs and social media received. Event :cysts was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pain ("body pain"), menstruation irregular ("irregular cycles") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, pain, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device dislocation, menstruation irregular, pain, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.